Event description:
User facility reports lens was defective upon insertion. A questionnaire was reurned indicating that no pt injury was experienced, if this incident were to recur it could result in pt injury.